Manufacturer narrative:
A medtronic representative went to site to test the equipment. A system checkout was performed and a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect transformer has been received by the manufacturer for evaluation. When the transformer as connected to ac it was found to be fully functional. All outputs measured in the normal range.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), when navigating the system became unresponsive. Surgeon was unable to navigate, a hard shut down was performed. After rebooting, site were able to continue with surgery. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.